Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of flow readings. The account noted that these events and the report of a mechanical fall were caused by hypovolemia and anemia related to gastrointestinal bleeding. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number: (B)(6), could not be conclusively established. The account reported on (B)(6) 2020, that the patient was admitted after a mechanical fall. Several flow readings were noted by the patient¿s wife over the past 2 weeks, and the patient was noted to be newly pulsatile since admission. The patient¿s ldh and plasma hemoglobin were stable. The submitted log file captured a blank flow display on 05sep2020 at 11:24:49 related to the flow estimator low limit being exceeded, which confirms the report of flow readings. Throughout the data, pump power ranged between 5.1 and 7.2 w, estimated flow ranged between 3.5 and 7.2 lpm, and average pi ranged between 1.9 and 6.3. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. It was later reported that the cause of the flow readings was hypovolemia and anemia. The mechanical fall was also thought to be caused by hypovolemia and anemia related to chronic gastrointestinal (gi) bleeding. The patient was admitted for gi bleeding on (B)(6) 2020, and the gi bleeding was confirmed with a drop in hemoglobin, dark and tarry stools, and fatigue. There were no diagnostic tests performed; only routine labs were performed. The patient was transfused and sent to inpatient rehab for ambulatory dysfunction. The patient was stable and the plan of care was inpatient rehab. The patient remained ongoing on (B)(6) following this event until they expired later on (B)(6)2020 due to withdrawal of care (reference: (B)(4). The pump was not returned. There is no product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to our facility after a mechanical fall along with reported several flow readings that were noted by patient¿s wife over the last 2 weeks and patient is noted to be newly pulsatile since admission. The cause of the reported flows was thought to be anemia and hypovolemia. The fall is thought to be caused by hypovolemia, anemia related to chronic gastrointestinal bleeding (gi). The patient was transfused and sent to inpatient rehab for ambulatory dysfunction. For the reported gi bleed, date of onset was (B)(6) 2020 and confirmed with drop in hemoglobin (hgb) and dark, tarry stools. The patient is stable and now in a rehabilitation facility. No further information was provided.